Manufacturer narrative:
All information provided by manufacturer and report (B)(4).

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The cause of the extended charge time was an anomalous hv capacitor.

Event description:
It was reported that an alert for extended charge time was received via remote transmission. The device was explanted and replaced. No further information is available at this time.